Event description:
It was reported that during an atrial fibrillation procedure, after backloading the faradrive steerable sheath and dilator with the versacross rf wire, the sheath began leaking at the flush port while in the patient. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications. The sheath was received for analysis. It was further reported that fluid was leaking from the handle, and a pressure bag was the method of irrigation used.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the internal and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the internal and outer valve.

Event description:
It was reported that during an atrial fibrillation procedure, after backloading the faradrive steerable sheath and dilator with the versacross rf wire, the sheath began leaking at the flush port while in the patient. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications. The sheath was received for analysis and the investigation is still in progress. It was further reported that fluid was leaking from the handle, and a pressure bag was the method of irrigation used.